Event description:
It was reported that a malfunction alarm occurred. Additionally, it as reported that the cartridge was damaged at the cartridge tubing. Customer loaded a new cartridge to address the issue. Lastly, it was reported that the pump time was incorrect, cause was unknown. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 200-250 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.